Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported an arterial module standard reference sensor failure occurred. As a result, an alternate device was employed. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.